Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The iabp failed pressure transducer tests. The fse found the rear of the console was damaged and the pressure tubing was leaking. The cover console and pressure tubing assembly were replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) turned off. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off. No patient harm, serious injury or adverse event was reported.